Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct g2 which has hcp mistakenly checked. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. The event can be detected/prevented in accordance with below instructions for use: inspection method is described in the operation manual gif/cf-170 series operation manual chapter 3 preparation and inspection. Prevention method is described in the reprocessing manual in gif/cf-170 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer¿s allegation was not confirmed. In addition to the reported in b5, the device evaluation found the following: due to clogging of the nozzle the water removal ability did not meet the standard value, due to a scratch on switch 1 the water tightness was lost, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, due to wear of the angle wire the play of the up/down knob was out of the standard value, the adhesive on the bending section cover rubber had a crack, the adhesive on the bending section cover rubber had white-clouded area, the image guide protector had a chip, switch 1 had a scratch, the adhesive around the objective lens was peeled, the plastic distal end cover had a dent, the adhesives around the light guide lens had white-clouded area, the video connector case had a scratch, the protector of the video cable section has a cut, the protector of the universal cord on scope connector side had a scratch, the protector of the universal cord on the control section side had a scratch, and the image guide protector had a chip. The customer cleaned, disinfected, and sterilized the device, flushed the air/water nozzle with air, water, and detergent with no delays, and no abnormalities observed. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the gastrointestinal videoscope had a cloudy image. There were no reports of patient or user harm associated with this event. The device was returned to olympus for a device evaluation and found foreign material was in the nozzle. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.